Manufacturer narrative:
Additional information received from the customer clarified that the nurse was seen in the emergency department and released with no further treatment, therefore, this complaint has been updated from serious injury to non adverse event.

Event description:
It was reported to philips that the heartstart mrx defibrillator automatically discharged shocking the nurse. The customer reported a serious injury to the nurse, but the nature of the injury has not yet been reported.

Manufacturer narrative:
Philips has requested additional information and is awaiting the customer response. A follow up report will be submitted upon completion of the investigation.